Event description:
A user facility reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis treatment. It was reported that blood was visually observed within the dialyzer around the screw port. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the same machine after re-setting up supplies. The dialyzer was reported to be no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis treatment. It was reported that blood was visually observed within the dialyzer around the screw port. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the same machine after re-setting up supplies. The dialyzer was reported to be no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A lot history review was performed. There were 16 other complaints reported on the lot: four addressing internal blood leaks (all were no sample events) and 10 addressing external blood leaks (one confirmed with a provided photograph and the others were no sample events). There were also two complaints for a loose header cap not used for treatment (one confirmed with sample). A review of the production record revealed there was one approved temporary dn and nc-1067670 (plc potting speeds not sent to mes) in the production of the lot. Nc-1067670 may potentially be related to the reported complaint event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis treatment. It was reported that blood was visually observed within the dialyzer around the screw port. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the same machine after re-setting up supplies. The dialyzer was reported to be no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: e1